Event description:
Customer reported being hospitalized for high blood glucose levels, experienced symptoms of thirst, nausea, and dizziness. Troubleshooting was performed and pump was returned for analysis.